Event description:
During performance of cervical plating and screw construct for spinal stabilization, a screw needed to be removed, and the removal instrument caused a failure and fracture of the locking ring mechanism. This resulted in poor purchase and no lock of the screw, and decision was made to forgo placement of the left c4 screw.